Event description:
It was reported that pump touchscreen became cracked and shattered after customer bumped into wall, railing, or counter, and display was illegible so customer could no longer interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use injections as backup insulin therapy, and technical support arranged shipment of replacement pump.